Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41 -dead battery test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018, in a follow-up call to ensure the customer's condition since the initial call; (customer's condition has improved, and they are no longer experiencing symptoms. Customer went to her doctor (routine visit for flu shoot). Customer had her blood sugar taken and their meter read 32mg/dl fasting, so they gave her candy. Customer was diagnoses with hypoglycemia. Customer was treated with candy and released the same day.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling lightheaded. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back-to-back blood test was not performed. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is feeling light headed and feels as if sugar may be low. After troubleshooting meter still does not turn on. Customer has a routine doctor's appointment tomorrow.